Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged the following: after a 0.5 unit bolus at 800pm tonight, child¿s blood glucose (bg) levels have been staying at 40 mg/dl for 4 hours, with no symptoms . Patient is (B)(6) years and just tells mom she is low. Child has had a total of 4 juice box and 2 star burst candies and still the bg is 40mg/dl after four 15 minute checks. Finally up to 70 mg/dl . Mom has already called health care provider (hcp): he instructed her to give a longer acting sugar like ice cream. Mom hoping to get bg to 100mg/dl. Mom claims no change in activity, no exposure to metal detectors, no other health issues. Reports this is a replacement pump they have had only a couple of weeks. Customer support (cs) asked mom about I:c> isf and targets . She says she set them up and already checked them and knows they are correct and does not need to check them again. Basal total is 2.7 units day. Mom says basals are correct she already checked. Just programmed two days ago. Did not want to look again during call. Mom was just wondering if pump will say one amount and give another. Cs reviewed history and advised her all delivery is correct for today; no mechanical issue identified based on information provided. Mom does not want to replace pump. She will monitor bg and call us back if warranted, and continue to follow up with hcp. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2013 with the following findings: no defect was found. Pump history shows the last bolus and the last basal were delivered on (B)(6) 2013. No activity related to the complaint was recorded in pump history; only typical usage was observed. The boluses and basal add up correctly to total the tdd pump passed a 29hr flow accuracy test. Pump found to be operating within required specifications and delivering accurately. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.